Manufacturer narrative:
(B)(4) follow up. It was reported a piece of the rubber stopper was floating in the medication. A device history record review was completed by our quality engineer team for provided material number 303345 and lot number 4212026. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Further action has not been determined necessary at this time.

Event description:
Additional information received. Any adverse event or serious injury reported to patient or healthcare professional? No.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 303345. Batch#: 4212026. Verbatim: rcc received a complaint via email. After drawing up medication with blunt tip needle, a piece of the rubber stopper was floating in the medication.